Manufacturer narrative:
While working on the tooth# 19, the pt's cheek was burned. The burn was about the size of a handpiece head and an inch long. The pt was not given any medication for burn. During product eval, low debris level was found in the handpiece. The bearings where grinding, the head was damaged and the back cap button sticks in which lead to heats up the head of the handpiece. (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of kavo dental (B)(4).

Event description:
A dentist was performing a routine procedure on a patient using a dental electrical handpiece when the patient's cheek was burned by the head of a handpiece.